Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone 10mg/ml for a total dose at a simple continuous rate of 3.997 mg/day via an implantable pump for spinal pain. It was reported the healthcare professional (hcp) reported an empty reservoir. The hcp stated the patient heard the pump alarm beginning on (B)(6) 2018. It was noted that the patient missed their refill appointment and the hcp was inquiring about when the pump reservoir would be empty as the next available date for the pump refill will be (B)(6) 2018. It was noted that the patient was asymptomatic/no symptoms reported. It was noted that the patient chooses not to utilize their personal therapy manager (ptm). It was noted that (B)(6) 2018 was the low reservoir alarm date and the low reservoir alarm volume was unknown. The patient's last fill was on (B)(6) 2018 and 40mls of drug was placed in the reservoir at that time. It was noted that last night ((B)(6) 2018) a manufacturer representative was aware of the issue. Troubleshooting was reviewed. It was also reviewed why no priming was needed, considerations for catheter and tubing patency/damage, and option of pump interrogation to confirm empty reservoir alarm. The hcp will confer with the doctor. The event date was (B)(6) 2018. No further complications were reported/anticipated.